Event description:
Patient is under fsn lqc device list. Device battery depleted from 70 percent from last follow-up (B)(6) 2020) to 12 percent (B)(6) 2022). No immediate action was taken. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2023 the ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned device data have been analyzed. The analysis did not show any anomalies. The battery status was mos2 and was anticipated. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.